Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. H3 other text : investigation results

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional information provided on 24 jan 2024: doctor confirmed to tm by phone that implant is not fractured. He performed an implantoplasty and could correct the peri-implantitis. After healing of the new bone regeneration a new prosthesis will be manufactured. H3 other text : product not returned.

Event description:
Additional information provided on 24 jan 2024: doctor confirmed to tm by phone that implant is not fractured. He performed an implantoplasty and could correct the peri-implantitis. After healing of the new bone regeneration a new prosthesis will be manufactured.

Event description:
Doctor reported implant fracture at tooth site 21.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D9: device availability unknown / not provided. E1: reporter phone: (B)(6). G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.